Manufacturer narrative:
Evaluation summary: during the evaluation of a returned colleague infusion pump, an intermittent channel select key on channel a was discovered. This was determined to have been caused by a defective pump head module (phm) keypad. The channel a phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated.

Event description:
During the evaluation of a returned colleague infusion pump, an intermittent channel select button on channel a was discovered. No patient injury or medical intervention was associated with this event. No additional information is available.